Event description:
It was reported that ¿one lead had come off and the other was mostly off¿ of a patient¿s implantable neurostimulator (ins) and the patient had the device removed (B)(6) 2014, during a laminectomy surgery. It was stated that the patient¿s healthcare professional said ¿while he was in there he might as well take it out¿. It was stated that the patient would probably have another spinal cord stimulation (scs) system implanted after he had an MRI. It was reported that beginning in (B)(6) 2012, the patient experienced loss of therapeutic effect, and the pain in the patient¿s right leg became ¿incredible¿.

Manufacturer narrative:
Product ID 7427, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2011 (B)(6); product type implantable neurostimulator product ID 7435, serial# (B)(4); product type programmer, patient product ID 3998, lot# j0504259v, implanted: 2005 (B)(6); product type lead product ID 748951, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748951, serial# (B)(4), implanted: 2005 (B)(6); product type extension. (B)(4).